Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The specimen presents several bends/kinks over the distal 2.70cm and scattered over the length of the device. The specimen also presents offset/overlapping coil wraps over the distal 2.65cm, at 2.80cm from the distal tip and 92.4 to 92.7cm from the distal apex of the formed curve with stretched coil wraps immediately proximal of the overlapping coil wraps. The coil damage 92.4 to 92.7 cm from the distal apex of the formed curve also presents ptfe coating damage and a localized oversize diameter. Deposits of dried blood-like material are present on and between the coil wraps throughout the length of the specimen. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
The guidewire safari was successfully located into the left ventricle through the aortic valve. When the delivery catheter lotus valve was positioned over the guidewire, for introduction into the patient, it was observed resistance to advancing the device on the guide for introduction into the introducer lotus. To retract the system, there is a bend (kink) in the region of the yarn determined.